Event description:
The key pad of the pca pump would not lock. Pump was set up according to procedure. When run/stop button was pressed, failure of pump to require key pad to lock. When run/stop button was pushed to stop pump settings were able to be changed without first unlocking key pad.